Event description:
Caller reported that the battery of the t:slim x2 pump would not charge despite being plugged in for hours, with the charge remaining at 20% and no lightning bolt symbol displayed. There was no adverse impact to the customer¿s blood glucose level. The caller confirmed trying different power sources without success, and a new charging cable and wall adapter were dispatched via two-day shipping. Caller understood to use an alternative insulin method if the pump battery depleted before receiving replacement parts.